Event description:
The surgeon was unable to assemble the acumatch a-series polyethylene liner into the already implanted acetabular shell component. The surgeon elected to remove the a-series component and implant an exactech mcs shell and liner in its place. Removal of the a-series component resulted in some bone loss in the acetabular region. The surgeon was able to repair the acetabulum and successfully implant the mcs shell and liner.